Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a mitroflow valve was explanted due to an early failure. The valve is being retrieved from the hospital's pathology department and will be returned to the manufacturer but has not been received to date.

Manufacturer narrative:
This mitroflow valve was explanted after 2 years and 11 months due to a reported structural valve deterioration. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) it is possible that the patient's clinical conditions and risk factors (infective endocarditis and hemodialysis) may have contributed to the structural valve deterioration observed in this mitroflow valve. The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n (B)(4), were pulled and reviewed for a partial review related to svd by quality control at livanova (B)(4) corp. The results confirmed that this partial review of the valve satisfied standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release. Updated data: clinical history-endocarditis, evaluation codes.